Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the snap shunt implant, the patient was symptomatic so a revision was performed to remove the shunt. It was also noted that the health care provider (hcp) noticed leaking from the snap to the valve so the snap was replaced.

Manufacturer narrative:
Only the snap catheter was returned. The catheter was returned in four pieces of lengths 2, 1.5 and two at 1 cm respectively. Edges at the tear sites appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. Please see report number 2021898-2018-00098. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the symptoms the patient experienced were those associated with intracranial pressure. It was also confirmed that the patient's current status was "good" following the removal of the product. When inquired about the cause of the event, it was stated that the health care provider (hcp) believed that there was a leak at the snap and valve connection. The hcp also did not report any environmental/external/patient factors that may have led or contributed to the issue.